Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR. :returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen. Microscopic inspection revealed damage to the tip of the device and a pinhole in the balloon material located at the proximal edge of the markerband. Inspection of the remainder of the device found no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.20mm x 8mm emerge¿ balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.20 mm x 8 mm emerge¿ balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.